Manufacturer narrative:
The hill-rom tech found the user control board was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the user control board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit would not alarm. The bed was located at the account. There was no pt/injury reported. This report was filed in our complaint handling system as complaint #(B)(4).